Event description:
Primary surgery performed in 2008. Revision for large osteolytic defect in the acetabulum. Poly wear was noted.

Manufacturer narrative:
Engineering evaluation pending return of the device.